Event description:
It was reported to philips that the system's footswitch was unable to connect wirelessly. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event and the procedure was completed on a different system. A philips field service engineer (fse) inspected the system on-site and confirmed that the wireless footswitch was unable to establish a connection with the base station. The customer declined further action for repair or replacement of the wireless footswitch and decided to continue operation using a wired footswitch. The fse confirmed that the system was functioning in accordance with manufacturer specifications. To date, there has been no recurrence of this issue reported by the customer. The codes were updated based on the investigation outcomes.